Event description:
It was reported that the right ventricular (rv) lead was dislodged shortly after implant. The slack had been pulled back. Rv lead showed high thresholds. The issue was identified by chest x-ray. A revision procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.